Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was vegetation on the leads due to sepsis and endocarditis. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.